Event description:
Caller stated pt is being seen in clinic today, and noted there was a poiarity switch. Caller wanted to confirm what causes the polarity switch. Discussed 5/p out of range impedance measurements less than 200ohms, or greater than 3000ohms will cause the polarity switch. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).